Manufacturer narrative:
The following field has been updated with corrected information: h.6 imdrf annex f code: f26 h.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. The bd IFU (instructions for use) does not provide for any specific yield claims, rather a percent recovery of the patient's whole blood cell count. Yields depend on the patient, the quality of the specimen, and the method used for isolation. This complaint is unable to be confirmed for low yield and fibrin based on the device history record review, complaint history, and retention sample inspection. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml customer noted the presence of fibrin, and cell count have fallen drastically. The following information was provided by the initial reporter. The customer stated: "blood collection centers have alerted us to the latest pbmc samples and isolations performed with these tubes. In fact, cell viability has decreased by 10%, and cell counts have fallen drastically, from 45m/34 ml to 16m per 22ml of whole blood, i.e. A reduction in isolated pbmcs of almost 45%. In addition, they noted the presence of fibrin, previously undetected. The same experimenter carried out both these experiments, so we wonder about the batches of tubes and the possible stability of the anticoagulant. The batches available to us are as follows: -2160758 -2173894 -2264868 -2230596.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2160758. D.4. Medical device expiration date: 2023-06-30. H.4. Device manufacture date: 2022-06-09. D.4. Medical device lot #: 2173894. D.4. Medical device expiration date: 2023-06-30. H.4. Device manufacture date: 2022-06-22. D.4. Medical device lot #: 2264868. D.4. Medical device expiration date: 2023-09-30. H.4. Device manufacture date: 2022-09-21. D.4. Medical device lot #: 2230596. D.4. Medical device expiration date: 2023-08-31. H.4. Device manufacture date: 2022-08-18.

Event description:
It was reported when using the bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml customer noted the presence of fibrin, and cell count have fallen drastically. The following information was provided by the initial reporter. The customer stated: "blood collection centers have alerted us to the latest pbmc samples and isolations performed with these tubes. In fact, cell viability has decreased by 10%, and cell counts have fallen drastically, from 45m/34 ml to 16m per 22ml of whole blood, i.e. A reduction in isolated pbmcs of almost 45%. In addition, they noted the presence of fibrin, previously undetected. The same experimenter carried out both these experiments, so we wonder about the batches of tubes and the possible stability of the anticoagulant. The batches available to us are as follows: 2160758, 2173894, 2264868, 2230596".